Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the pre-evaluation of the device at the manufacturer's service center, the device's screen was black. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the pre-evaluation of the device at the manufacturer's service center, the device's screen was black. Software cannot be updated; blower and operational hours were obtained. Toolbox would not read anything after that it errored out. No repairs performed. The unit will be scrapped.